Event description:
Boston scientific received information that this right ventricular (rv) lead did not deliver pacing when required. Additional information received from the field representative that x-ray was performed which revealed lead dislodgment. No asystole was observed. The patient underwent a revision procedure where this rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
Additional information received that the patient complained of chest discomfort. The patient was then sent for a chest x-ray. Upon interrogation, a check right ventricular (rv) lead message was noted. The impedance measurement in bipolar configuration was greater than 2,000 ohms. In addition, the device was not sensing and capturing at maximum output. Hence, the device was programmed to unipolar configuration. An echocardiogram was performed and revealed a helix perforation. The patient underwent a revision procedure where this rv lead was repositioned and had good lead measurements. Subsequently, information was received that the system was examined and exhibited loss of capture (loc) with less than two seconds of asystole. Ventricular capture threshold test was performed and confirmed the allegation. The patient underwent another surgical intervention where this lead was removed from the header and tested through pacing system analyzer (psa) where capture threshold was 0.9 volts at 1.0 millisecond. The rv lead was inserted back into the header. Capture threshold measurement with the device was 0.9 volts at 0.4 milliseconds. Subsequently, the physician decided to explant the pacemaker while the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.